Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. Internal visual inspection revealed a resistor had a corroded trace. It is believed that the failure of this internal cochlear stimulator device was caused by a loss of hermetic seal. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material on the resistor. This ultimately caused the device to cease functioning. This older device is longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction: sections b.1, b.2, & h.1. Additional information: section b.3. The recipient reportedly experienced no lock and no sound prior to revision surgery. External equipment was exchanged, however, the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.